Event description:
Slow infusion and no infusion of 100 ml pumps. Returned 13 pumps to MFR. Suspect gancyclovir precipitate clogging of in-line filter. If pumps not primed (ie-no solution in tubing) infusion is ok.